Manufacturer narrative:
Approximate age of device ¿ 1 years 5 months 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was transferred to (B)(6) and listed for transplant. According to the site the vad was explanted when the patient was transplanted on (B)(6) 2019. Vad was suspected to have thrombus, which impacted his status for transplant. The device was returned and no additional information was reported.

Manufacturer narrative:
Section a2: additional information. Sections d5, h4: correction. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). (B)(4) was returned assembled with the driveline (dl) severed approximately 5¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The sealed outflow graft bend relief had been severed medially. The bend relief collar was returned attached to the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered thrombus formations. Upon disassembly of (B)(4), a small, tissue-like deposition was observed adjacent to the bearing ball within the proximal-side of the outlet stator. Its lack of denaturation and concentric layering indicated that this deposition was not present for an extended period of time while (B)(4) was supporting the patient. In addition, it did not appear to have formed in the outlet stator and likely, originally formed elsewhere. The evaluation of (B)(4) could not conclusively determine a cause of the development of the observed thrombus. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.